Manufacturer narrative:
Additional information: b5 - event description - per additional information received on 28may2019, the physician "noticed the hubs leaking immediately after placing the drains." No other information was provided. Investigation ¿ evaluation . A review of the complaint history, drawings, manufacturing instructions, quality control, and device documentation was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a complaint device was returned for complaint (B)(4) (medwatch report #1820334-2019-01101). A leak test confirmed the presence of a leak, but the device was not found to be manufactured out of specifications. Based on the similarities between these two complaints, it is feasible to suggest a similar conclusion for this complaint. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record and other complaints from the complaint lot could not be reviewed due to lack of lot information from the user facility. Review of sales records could not sufficiently narrow down the lot number. Based on the information provided, no returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: event date was not provided. Common device name: unknown. The rpn and lot information were not provided to aid in the investigation. Product code: unknown. The rpn and lot information were not provided to aid in the investigation. It is assumed that the described device is likely to have a product code of lje, although this could not be confirmed. Occupation: lead tech. PMA/510(k) #: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the customer was, "having multiple occurrences with the 8.5 size ultrathane cope nephroureterectomy sets in which the hubs leak." No adverse event s are currently associated with these events. Additional information has been requested regarded the total quantity of complaint devices, lot information related to the complaint devices, procedural details related to the deployment and maintenance of the device and patient outcomes related to the alleged complaints.